Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4) the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising pacing thresholds measurements and a possible dislodgement was suspected. After x-ray imaging, lead dislodgement was not confirmed. The lead was then explanted due to physician's discretion. This lead is not expected to be returned. No additional adverse patient effects were reported.